Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41, serial number/date (B)(4) is approximately 2 years, 9 months old. The owner's manual part number 1143206, rev.g(feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A dealer has called in to technical services regarding a brake fault. It was reported no injury had occurred. If any further information is received regarding this incident a follow up report will be filed. An attempt was made to gather additional information but to date, no further information is available at the time of this filing.